Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for device change out due to normal eri. Externalized conductors were observed via fluoroscopy. Electrical function was normal. The lead was capped and replaced.